Event description:
It was reported that the device illuminated the battery and attention icons. Physio-control evaluated the device and found that it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the failure to be excessive current leakage from the analog pcb assembly, due to process residue on the fl9 filter. The electrical leakage depleted the internal hlc batteries. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.